Manufacturer narrative:
Date of event: unknown. Summary: one photo received, observed an assembled 5ml syringe reported to be from batch #(B)(4) (p/n (B)(4)). The syringe has light brown foreign matter in the barrel collar. Based on the picture the foreign matter appears to be degraded plastic embedded in the barrel wall. The foreign matter is larger than level 3 in size, which is a rejectable condition at bd canaan. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the photo evaluation, bd was able to confirm the customer's indicated failure. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: photo evaluation one assembled 5ml syringe reported to be from batch #(B)(4) (p/n (B)(4)). The syringe has light brown foreign matter in the barrel collar. Based on the picture this foreign matter appears to be degraded plastic embedded in the barrel wall. The fm is larger than level 3 in size, which is a rejectable condition at bd canaan. DHR review for batch (B)(4) (p/n (B)(4)): all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch (B)(4) was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the photo evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Root cause: root cause and CAPA not required based on severity and occurrence level defined for this complaint.

Event description:
It was reported while compounding with a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, a technician noticed contamination. There was no report of exposure, serious injury or medical intervention.